Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked at the twist clamp. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the photo showed dampness on the paper below the transfer set; however, due to a photo only evaluation and not receiving the actual sample for testing, the sample analysis was unable to confirm nor refute the reported problem. Should additional relevant information become available, a supplemental report will be submitted.